Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12708. It was reported the patient¿s lead was pulled down to obtain better coverage of the left foot on (B)(6) 2019. It is unknown which lead was revised as such both leads are being reported. Effective therapy was established.